Event description:
It was reported that there was a revision of the primary right knee due to tibial baseplate instability.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding a loose baseplate leading to instability involving an unknown tibial baseplate was reported. The event was confirmed. Device evaluation not performed as no device was returned. Device and complaint history review not performed as the device was not properly identified. The exact cause of the event could not be determined because of a lack of information. A review of the provided x-ray by a clinical consultant indicated that the baseplate was loose and in varus position. This would likely account for the reported instability. Further information such as primary and revision operative reports, as well as an evaluation of the explanted devices are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a revision of the primary right knee due to tibial baseplate instability.